Event description:
It was reported to philips that the device's handle is broken indicating a problem with the paddles. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the external paddles kit and plates. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.